Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
On (B)(6) 2015, the patient underwent the surgery with the g3 nail and u-lag screw. After surgery, the patient felt the pain. The surgeon confirmed x-ray. And he found that the fracture part was non-union. Therefore, the patient underwent the revision surgery by the bone graft and the distal screw remove on (B)(6) 2016.